Manufacturer narrative:
Submit date: (B)(6) 2016. The lot number information was not provided therefore a device history record (DHR) review could not be performed. All DHR¿s are reviewed for accuracy prior to product release. The returned sample consisted of one PICC catheter which presented signs of use (remains of blood and it had tape around the butterfly piece. A visual inspection was performed and a hole was found below the butterfly. The returned sample was submitted to underwater testing. The distal end of the sample was clamped and the lumen was pressurized to check for leaks. When air was infused into the lumen, bubbles were detected coming out from below the butterfly. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time therefore the most probable cause could be attributed to unintentional damage during use due to the potential exposure to sharp objects or other sources of damage as detailed in the instructions for use (IFU). It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 11/18/2015. An investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to gather information from the customer were made to date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a peripherally inserted central catheter (PICC). The customer reports that the PICC is suspected to have holes and was leaking.